Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia with heart rate at thirty to forty beats per minute. It was noted the lower rate was set at fifty beats per minute. Possible intermittent non capture was also noted on the right ventricular (rv) lead although t-waves were seen on presenting electrograms (egm). The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.